Manufacturer narrative:
E1. Initial reporter address: (B)(6). Investigation summary: "material#: 364376, lot/batch#: 4003396. Bd received 1 sample and 2 photos for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for loose cap was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of loose cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported after drawing a blood sample with a bd a-line¿ syringe the cap detached from the hub during transportation. There was no report of adverse impact to patients or users.